Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on june 20, 2017, it was reported that the device cut too deep. The event occurred during surgery on (B)(6) 2017. No harm reported. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was march 2, 2017 where it was reported that the device needed preventative maintenance and the ball detent, bearings, damaged hardware, and thickness lever were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by on june 27, 2017 revealed that the calibration was out of specification at the zero setting but within at all other settings. The motor ran within specification and the control bar was no flush with the master blade (below the master blade). The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on june 27, 2017 which included replacement of the bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device cut too deep¿ was confirmed since during the initial inspection it was noted that the control bar was no flush with the master blade (below the master blade). The reported event was confirmed since during the initial inspection it was noted that the control bar was no flush with the master blade (below the master blade). While during the initial inspection it was noted that the control bar was not flush with the master blade (below the master blade), it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the "device cut too deep." No adverse events have been reported as a result of the malfunction.